Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off when pulled out of the skin. The following information was provided by the initial reporter: "a customer of the pharmacy brought back a package of the needles, stating that these needles get caught in the skin or even break off when pulled out."

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off when pulled out of the skin. The following information was provided by the initial reporter: "a customer of the pharmacy brought back a package of the needles, stating that these needles get caught in the skin or even break off when pulled out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 11-oct-2022. H6: investigation summary: sixty two sealed 32g x 4mm pen needle samples were returned from lot. No. 2054703, cat. No. 320561. Visual examination was carried out on all sixty two samples and a hooked cannula was observed on one sample. Measurement of the sample was carried out on the comparator and it was confirmed to be within specification (b2). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was within specification no further investigation can be carried out.